Manufacturer narrative:
2017 improper or incorrect procedure or method (above rbp). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was deployed with a maximum pressure of 17 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use clearly states not to exceed the rated burst pressure. It is unknown if the exceeded rated burst pressure contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid left anterior descending artery. A 3.50x16mm rx graftmaster was deployed at 17 atmospheres; however, failed to seal perforation. Post dilatation with an unspecified nc balloon failed to seal the perforation. The perforation was reportedly sealed; however, type of treatment performed was not specified. There was no clinically significant delay reported. No additional information was provided.